Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device thrombosis is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold which may be associated with thrombotic events and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Gross findings per independent pathological exam of the returned pump include mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller and minimal scoring on the upper housing ceramic surface. Material noted within the device is grossly and histologically consistent with thrombosis. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This patient's comorbidities including uncontrolled diabetes, febrile state and sub-therapeutic inr are identified factors contributing to pump thrombosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that there was suspected pump thrombus with clinical symptoms of hemolysis including decreased hematocrit, elevated ldh and bilirubin, and hematuria. The pump was exchanged. The patient ((B)(6)) presented to an outside hospital and admitted on (B)(6) 2015 with diabetic ketoacidosis. On (B)(6) 2015 the patient starting having respiratory distress and was intubated. On (B)(6) she was transferred to the implanting hospital and intubated and in renal failure. Upon admission, inr was sub-therapeutic at 1.9, the ldh was 4100 and increased power with high watt alarms. Log files confirmed high watts. She was started on a heparin drip but discontinued in preparation to receive tpa for presumed thrombus however, tpa was deferred as the head CT was concerning for new ischemic changes and IV heparin was restarted at 1,000-1,200 units per hour. The patient was started on vasopressin and epinephrine to maintain map > 60, urine output was decreased and was dark brown; there was no edema. Nitric oxide was started. The patient was placed on extracorporeal membrane oxygenation (ECMO) pre-pump exchange. The nitric oxide was discontinued upon initiation of ECMO. On (B)(6) 2015 adjustments were made in the ECMO circuit, and tandem heart rvad was initiated and the lvad was turned off on (B)(6) 2015 in hope of reducing hemolysis. On (B)(6) 2015 the patient was taken for device exchange and the lvad device was explanted and a new lvad was implanted and ECMO was discontinued and the patient was decannulated. Thrombus was noted upon evaluation. Post pump exchange there were no further complications and no further signs of hemolysis with normal pump operation and parameters. The patient returned to the or on (B)(6) 2015 for chest closure.